Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (batch no. 624837 ,624845) inserted for female sterilisation. The patient's medical history included hypertension, anxiety, obesity, endometrial ablation and cesarean section. Concurrent conditions included menometrorrhagia, hypertension, menorrhagia, uterine fibroid, scarring and abdominal adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and intra- abdominal adhesiolysis). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 5 coils in right fallopian tube, 2 coils in left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2008: essure devices in place. No evidence of continuity of fallopian tubes with the uterine cavity. Pathology test - on (B)(6) 2008: one of the smaller fragments of uterine tissue contains a 1.b cm segment of fallopian tube which contains a wire coil within the lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Reporters information updated. This case has became incident. Medical history, lab data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (batch no. 624837 ,624845) inserted for female sterilisation. The patient's medical history included hypertension, anxiety, obesity, endometrial ablation and cesarean section. Concurrent conditions included menometrorrhagia, hypertension, menorrhagia, uterine fibroid, scarring and abdominal adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and intra- abdominal adhesiolysis). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 5 coils in right fallopian tube, 2 coils in left fallopian tube, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: essure devices in place. No evidence of continuity of fallopian tubes with the uterine cavity. Pathology test - on (B)(6) 2008: one of the smaller fragments of uterine tissue contains a 1.b cm segment of fallopian tube which contains a wire coil within the lumen. Lot number: 624837 manufacture date:2007-06 expiration date: 2009-05 lot number: 624845 manufacture date: 2007-07 expiration date: 2009-06 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 49-year-old female patient who had essure (batch no. 624837 ,624845) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, anxiety, obesity, endometrial ablation, cesarean section, obesity and hypertension. Concurrent conditions included menometrorrhagia, hypertension, menorrhagia, uterine fibroid, scarring and abdominal adhesions. Concomitant products included atenolol since (B)(6) 2008, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and paroxetine since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and intra- abdominal adhesiolysis). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 5 coils in right fallopian tube, 2 coils in left fallopian tube, current weight 247 lbs recieved treatment for : bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: essure devices in place. No evidence of continuity of fallopian tubes with the uterine cavity; on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2008: one of the smaller fragments of uterine tissue contains a 1.b cm segment of fallopian tube which contains a wire coil within the lumen. Lot number: 624837, manufacture date:2007-06, expiration date: 2009-05. Lot number: 624845, manufacture date: 2007-07, expiration date: 2009-06. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs recieved. Event " post procedural complication" added. Outcome for pain added. On 9-jan-2020: pfs received: no new information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 49-year-old female patient who had essure (batch no. 624837 ,624845) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, anxiety, obesity, endometrial ablation, cesarean section, obesity and hypertension. Concurrent conditions included menometrorrhagia, hypertension, menorrhagia, uterine fibroid, scarring and abdominal adhesions. Concomitant products included atenolol since (B)(6) 2008, nsaids since february 2008, paracetamol (acetaminophen) since february 2008 and paroxetine since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In february 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and intra- abdominal adhesiolysis). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 5 coils in right fallopian tube, 2 coils in left fallopian tube, current weight 247 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: essure devices in place. No evidence of continuity of fallopian tubes with the uterine cavity; on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2008: one of the smaller fragments of uterine tissue contains a 1.b cm segment of fallopian tube which contains a wire coil within the lumen. Lot number: 624837 manufacture date:2007-06 expiration date: 2009-05 . Lot number: 624845 manufacture date: 2007-07 expiration date: 2009-06. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression & mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain. Outcome of event pelvic pain were updated. Aka name, concomitant drug, medical history, lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.